Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the physician removed the ins system so the patient could have an MRI. During the lead removal the lead broke and a lead fragment remains in the patient. The lead was damaged and cannot take it out so it was tagged as abandoned but the ins was removed. No further patient complications are anticipated or expected as a result of this event.